Event description:
Sales rep reported that the doctor did a mylogram (with bolus needle) on patient. Under x-ray omnepec dye was going in the pump reservoir. The doctor believed the patient tampered with pump and damaged the septum on the pump. As a result the pump was explanted.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. Visual examination of the exterior surfaces of this pump revealed excessive damage on the silicone septum material. Numerous tears and coring, was seen on the silicone material. It appears that a needle other than what was specified 22 gauge non-coring needle was used to access the reservoir. The 3-inch silicone catheter leaked when flushing the bolus pathway and catheter with fluid. Visual examination of the catheter revealed 3 pin-holes approximately 2.5-inches from the pump outlet. These holes appear to have been introduced by a sharp object such as a needle. The exact manner in which these holes were introduced could not be verified; however, it is possible that the catheter was punctured when attempting to access the reservoir. The pump was filled with 30mls of bacteriostatic water and placed on flow test. While filling the reservoir, leakage was observed from the center septum. The pump was placed on flow test and flowed per specification, 101% of the manufactured flow rate (0.55mls/day). It appears that the pump leaked while being flow tested, the reservoir volume collected post flow test was less than expected. The complaint of "damaged the septum on the pump" was confirmed, this pump leaked due to the septum damage. The damage (excessive) observed on the septum material appears to have been introduced by the use of an unapproved needle (possibly 19 gauge). The IFU states that only 22ga, non-coring needles should be used when refilling pump reservoir to prevent septum damage/leakage. Based on the results of this evaluation, no further action is required. Trends will be monitored for this similar complaints. At the present time, this complaint is closed.